Event description:
Brushhead spum off into mouth while brushing, bristles became detached from shaft [device breakage]. No adverse effect. Case description: a (B)(6) year old female consumer reported that while using an oral-b vitality series toothbrush, the oral-b brushhead version unknown spun off into her mouth and the bristles became detached from the shaft. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.